Event description:
It was reported that the power cord on this unit appeared to be burnt and the unit would not power on. The event timing was prior to surgery therefore there was no harm or delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the power cord appeared to be burnt and the power inlet module fuse drawer was melted and the cord and module were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.